Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced withdrawal symptoms; specific symptoms were not reported. A rotor study was done and the pump was found to be working fine. The hcp then attempted to aspirate the catheter without success. He was also unable to inject dye into the catheter. A catheter revision was performed on (B) (6) 2010 without complications. The patient status was reported to be good without any problems. The type of medication, concentration, and daily dose being administered via the pump were not reported.